Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component (s) involved in the event: model number/catalog number: db-2202-45 serial number: (B)(6). Batch/lot number: 7089619, 7089462 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) # (B)(4). Model number/catalog number: nm-3138-55 serial number: (B)(6). Batch/lot number: 7095079, 7096711 model/catalog description: 55cm 8 contact extension unique identifier (UDI) # (B)(4). Model number/catalog number: db-4600-c serial number: (B)(6). Batch/lot number: 28820380 model/catalog description: suretek burr hole cover kit unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient experienced impaired healing, erosion and a possible infection at the cranial incision site. The patient underwent an explant of the deep brain stimulation (dbs) system. The patient was on long term antibiotics due to lack of wound healing and did not resolve the infection. The devices will not be returned as they were disposed of by the facility. We completed a good faith effort to obtain additional information, if additional details become available, a supplemental report will be submitted.